Event description:
It was reported that during a da vinci s prostatectomy procedure, while using the permanent cautery hook instrument, the instrument broke on one side and a fragment fell into the patient. The instrument fragment was immediately removed and the planned surgical procedure was completed. No patient harm, injury or adverse outcome was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint engineering found one distal clevis ear, on the conductor wire side, to be completley broken off of it's base resulting in dislodgement of the yaw pulley. The broken piece is approximately .285 inches by .220 inches in size and was not returned with the instrument.

Manufacturer narrative:
As part of a legal dispute, intuitive surgical, inc. (Isi) received information regarding a patient who underwent a da vinci abdominoperineal resection procedure for rectal cancer on (B)(6) 2011. Isi was provided with the da vinci surgery operative report and other medical records. On (B)(6) 2014, isi determined that the permanent cautery hook instrument involved with the legal dispute is the same instrument involved with this complaint. Refer to MFR report 2955842-2014-05785 for the initial MDR submission of the reported patient injury and instrument malfunction associated with this complaint.

Manufacturer narrative:
Based on the information from maude event report (B)(4), the fragment was not retrieved from the patient.

Event description:
On (B)(4) 2012 maude event report (B)(4) was received from the FDA: scheduled form a robotic abdominal perineal resection on 2011 was started at 0933, the robotic portion was started approx at 1010, the intuitive instruments were inserted into the robotic arms, the procedure was started, dr started using the intuitive permanent cautery hook, and the site of the instrument broke off into the patient. It is presumed that this piece of instrument is left in the patient. The piece of instrument is not able to be xrayed. Dr assessed the patient with the da vinci camera internally, she instilled 600ml normal saline thru blake drain into the patient's pelvis, the patient was turned from right to left, and into reverse trendelenburg to see if the piece would leave the patient thru irrigation fluid. All lap sponges and raytexs were felt for a piece of equipment. The specimen - rectum and sigmoid were palpitated x2 and fluid from rectum and sigmoid were checked for any instrument piece. The intuitive rep was present throughout the case. Dr came into the room, he was notified, suggested a cat scan of the patient, dr notified of a cat scan. Patient with no apparent injury taken to pacuvia bed. Charge nurse notified.